Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In (B)(6) 2007 the pt was diagnosed with urinary incontinence and cystocele. On (B)(6) 2007 the pt was implanted with an ams perigee graft. In (B)(6) 2007 the pt was diagnosed with mixed urinary incontinence and on (B)(6) 2007 the pt was implanted with a non-ams medical device to treat her incontinence. It was reported that the pt experienced pain, incontinence, infections, pelvic pain and pain with intercourse after her surgery. It was also reported that the non-ams sling eroded into the pt's bladder and required reconstructive surgery.